Manufacturer narrative:
Additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during an unspecified surgery, it was observed that the motor device was heating up. There was no delay to the surgical procedure and a spare device was available for use. The surgery was completed successfully. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the cord had holes / wear at the collet and the hose retainer, there was motor vibration and an unusual noise, and the thermistor failed. It was further observed that the flex circuit potting was cracked and the motor had corrosion on it. It was determined that the flex circuit potting was cracked from normal use over time and part of the flex circuit was worn out which caused the thermistor to fail. It was further determined that the motor was worn out with corrosion on it from normal use over time. It was determined that the worn out motor caused the vibration and unusual noise. It was observed that the cord was torn with wires exposed at the hose retainer. Furthermore, the cord had some wear at the location where it made contact with the collet, which was consistent with normal use and handling over time. The assignable root cause was determined to be due to worn out motor components and worn cord from normal use and servicing over time. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.